Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description. Service report and device¿s logs have been not available for further evaluation. The ventilator was investigated by our field service engineer. The pressure transducer printed circuit board and expiratory channel printed circuit board were detected as faulty and replaced. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).